Event description:
Foreign hcp reported at month 9 the catheter access procedure was performed, csf was not obtained. Exploration showed a catheter break with a piece of the catheter remaining in the intrathecal space. Hcp reported no patient complications. The catheter was replaced.